Manufacturer narrative:
D10, h3, h4: additional information. Manufacturer's investigation conclusion: the reported event of low voltage alarm was confirmed via the log files but was not reproduced. A review of the log files spanned approximately 1 day ((B)(6)2020 per time stamp). Throughout the entire log file while connected to batteries and the mpu, the controller recorded intermittent low voltage advisory and power cable disconnect alarms due to rsoc voltage fluctuating in a short amount of time. The alarms were manually cleared each time but would reactivate. This alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned system controller was functionally tested and found to operate as intended during analysis despite the high resistances in the cables. The controller was able to support pump function for an extended period of time. Both power cables were bent to try to activate the low voltage alarm but the reported event was not reproduced. The cable jacket and shielding of the cables were stripped revealing no damage to the underlying wires; however, there was fluid ingress found in the cables. Many wires in both cables had high resistances. The root cause for the reported event was determined to be wire fatigue. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H10: correction/additional information. There was an incidental finding of dim leds, wire fatigue, and fluid ingress.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to the hospital due to several low voltage alarms on their controller while connected to the mobile power unit or 14v batteries; log files were retrieved and the alarms were confirmed. The controller was exchanged.